Event description:
Same cases as MDR ID 2134265-2013-05704, 2134265-2013-05880. It was reported that an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback and the physician attempted again but failed. They performed manual pullback and completed the procedure. No patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).